Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6).

Event description:
It was reported that patient experienced ineffective therapy, one of patients lead migrated. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates no surgical intervention was undertaken on this device.

Manufacturer narrative:
Additional information indicates no surgical intervention was undertaken on this device. As such, this device is no longer reportable.